Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 455 mg/dl. Patient's other blood glucose value was 283 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer was treated with insulin pump.customer reports insulin exited at the quick release. High performance test also passed. Customer stated she had infusion sets that had to be replaced because the needle fell out or broke. The device was not expected to be returned for analysis.